Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure, using a pre-close technique, of a common femoral artery prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a posterior cuff miss occurred and another proglide device was successfully used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.